Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient experienced pain and discharge eighteen days post-implantation. Subsequently, the patient underwent a revision procedure approximately one month post-implantation due to tibial fracture. All components were removed and replaced with competitor total knee implants.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. Product location unknown.

Event description:
Patient was revised on the left side approximately one month post-implantation due to tibial fracture. All components were removed and replaced with total knee implants.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.